Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed; however, the root cause could not be determined. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device has been returned for evaluation. The complaint is confirmed. No definitive root cause could be determined however, it is attributed to the manufacturing process. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that after one-week post hemodialysis catheter placement on a bilateral amputee patient, a clear tube was found to be protruding from within the long term dialysis catheter. The catheter has not yet been withdrawn from the patient and is still currently used during dialysis treatment as a temporary measure. The hospital in-patient dialysis procedure is extended due the deformity of the catheter. No patient injury to report.